Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. The technical support team instructed the customer to remove the cartridge and inspect the o-ring, finding no issues, and advised cleaning the pump's pneumatic tap area. However, the customer was unable to see the screen for troubleshooting. Additionally, technical support received a signed loaner pump agreement form, proceeded with sending a loaner pump, and planned to follow up with tracking details. The issue regarding the loaner pump agreement form was resolved after the customer found the email with the form in their inbox.